Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. A non-sustained ventricular tachycardia (vt) episode with what appeared to be undersensed ventricular fibrillation (vf) near the time of death. The physician was concerned about this possible undersensing. The device was programed off, explanted, and returned for analysis.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. A review of the nonsustained episode that occurred near the time of the pt's death showed a slow ventricular rate during cardiac arrest that did not meet programmed rate criteria. It was determined that although the device did not malfunction, the pt's ventricular fibrillation was undersensed.